Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What facility is this complaint from? (B)(6). What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used?no dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None listed. Is the patient hypersensitive to pressure sensitive adhesives?unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes, used on patient 6 months ago. Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hip surgery on (B)(6) 2024 and topical skin adhesive was used. Patient had a severe skin reaction with adhesive. Product was removed and given oral antibiotics and steroids. Issue is resolving. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What is the procedure date? On or around (B)(6) 2024. What date did the reaction occur on? 2 days post op. Did the reaction occur intra-op or post-op? Post op. What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed, oral antibiotics and steroids. If medication was required, please clarify if it was prescription strength. Uncertain. Can you identify the product code and lot number of the product that was used? Clr222us does not have lot number. What is the most current patient status? Resolving. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No, exofin was used 6 months ago. No prior known allergies. Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6), pa. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What facility is this complaint from? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.